Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was prompting an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue started about 2 days prior to contact lfs. The cca noted that the pt manages her diabetes with insulin (self-adjuster). It is not known what action the pt took regarding her diabetes management as a result of the alleged issue. The pt denied developing symptoms as a result of the alleged issue; however, reported that she obtained a "high reading" 2 days later after the error message was resolved. The pt claimed she took an increased dose of insulin (4 units of unspecified type) in response to the high reading. It is not known what results the pt was obtaining with the subject meter prior to when the alleged error message began. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and that the subject strips appeared in good condition. The error message was resolved when the pt retested with a different vial of test strips. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly treated self for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.